Event description:
The customer observed elevated ca 19-9 results on the advia centaur xp from samples from two different patients that were discordant compared to alternate methods. The results from the alternate methods were reported to the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp ca 19-9 results.

Manufacturer narrative:
The customer from outside the united states reports to siemens two falsely elevated cancer antigen 19-9 (ca 19-9) patient samples using kit lot 510 on an advia centaur xp. Two separate patients were affected. Initially, the results for the two patients recovered at 456 and 673 u/ml, respectively. When each sample was tested on an alternate platform the results recovered much lower at 4 and 17 u/ml, respectively. It was indicated that ca 19-9 controls were within the normal ranges on the advia centaur xp when the samples were tested. Both samples were treated with polyethylene glycol (peg) 6000 and re-ran on the advia centaur xp, which produced lower results at <1.2 u/ml and 14 u/ml, respectively. The results after peg treatment suggest an interferent in the samples however, there is no sample remaining to be sent to siemens, so further investigation is not possible. There is no indication of a cancer diagnosis for either patient, and ca 19-9 was tested as part of physical examinations. The customer was not able to provide further information about the patients' medical status or a list of medications/supplements that the patients were taking. The expected values section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU)- 10629843_en rev. 09, 2022-08- indicates 3.7% of samples from normal patients recovered >37 u/ml, indicating that a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the advia centaur xp/xpt ca 19-9 instructions for use states: "warning do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." "Heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The cause of the discrepant results seen by the customer with ca 19-9 kit lot 510 on the advia centaur xp could not be determined, but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. No further action is required.